Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling the cartridge with 250 units of insulin. Reportedly, the customer was not performing the air removal technique correctly. Customer¿s blood glucose approximately 300 mg/dl. Reportedly, insulin was added to the cartridges and customer was able to successfully load cartridge.